Manufacturer narrative:
H10: for the reported malfunction, lot number was provided, and lot history review was performed. The sample was returned for evaluation. After further evaluation, the investigation is unconfirmed for the reported balloon rupture, as no evidence of a rupture or leaks were noted to the balloon. The investigation is inconclusive for the reported retraction issue, as no sheath was returned and no functional testing of retraction could be performed. The investigation is confirmed for the identified glue butt joint break, as a circumferential break was noted at the glue butt joint. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr80610 pta balloon dilatation catheter allegedly experienced break, retraction problems, and material rupture. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr80610 pta balloon dilatation catheter allegedly experienced difficulty to remove, a retraction problem, and a material rupture. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not provided.